Event description:
It was reported that the caller was unable to calibrate the touch pen. The pen was replaced, but the issue remained. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).